Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture and pacing failure. A polarity switch occurred due to measured infinite impedance. A chest x-ray revealed that the lead had perforated the costo-clavicular ligament. The lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.